Manufacturer narrative:
(B)(4). Evaluation summary: the device was received inoperative due to a system error (se) 2117. Once it was made operational, return instrument test/evaluation (rite) was performed by the product analysis lab (pal). The device failed rite functional test due to a se 2117 which was unrelated to the increased intra-peritoneal volume (iipv) found in the device log. The device passed rite electrical test. The assignable cause of the iipv was determined to be: insufficient drain- use error, tidal ultrafiltration removal set too low (at 0ml). The label review found the labeling adequate for the use error in this complaint. A service history review revealed no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the peritoneal dialysis (pd) clinic and was notified the patient recently (date not reported) received a transplant and is no longer using the homechoice cycler for pd therapy.

Event description:
Four increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 2 of 4. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration was 1286ml which meets baxter's iipv criteria. No patient injury or medical intervention was reported.